Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rf ablation, the device would through intrinsic rhythm and had loss of sensing. Device replacement was recommended. No further information available.